Event description:
As reported, during deep vein last week, while using one of the 132cm elitecross extra support catheter, the white end piece ending up breaking off after one use. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during deep vein last week, while using one of the 132cm elitecross extra support catheter, the white end piece ending up breaking off after one use. The device will be returned for evaluation. The user was trained in using the device. The device was stored and opened in a sterile field. The device was used in the patient. Additional information was requested; however, was not obtained after multiple attempts made. The reported ¿brite tip/distal tip separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Factors such as vessel anatomy, user handling, and concomitant devices could be a contributing factor. All catheters require manipulation/torqueing, which is a dynamic process once it enters the patient due to external factors such as temperature, time of exposure in body, individual patient anatomical structures, storage conditions, and operator technique in torquing and manipulating the catheter. If a catheter does not move as expected, the operator is trained to stop and investigate the cause before continuing to avoid further damage to the catheter, such as a separation. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during deep vein last week, while using one of the 132cm elitecross extra support catheter, the white end piece ending up breaking off after one use. The device will be returned for evaluation. The user was trained in using the device. The device was stored and opened in a sterile field. The device was used in the patient. Additional information and device return was requested; however, neither were not obtained after multiple attempts made.